Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service engineer (fse) went on site to evaluate the suspect device. The fse reported the manifold receptacle was damaged and replaced the part. The fse performed operational verification procedure and reported the unit is now operating to correct specifications.

Event description:
The customer reported while using the vela ventilator; the unit was damaged when the head of the bed was put down, it broke off the piece the diaphragm fits into, and the customer determined it was inoperable. The issue occurred during patient use, the customer reported no patient consequence is associated with the event.